Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the cutting failure of the probe occurred and the cutter did not actuate during cataract surgery (with intraocular lens implantation). The surgery was completed on the same day after replacing the probe with another one. There was no patient impact.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened probe was received, with a tip protector, in a blister, for the report. Sample was visually inspected and found to be nonconforming with inner cutter present in the port and orange/brown foreign material on the port face. The sample was then functionally tested for actuation and cut. The actuation and cut functionalities of the returned probe was unable to be tested due to the inner cutter remaining in the port. The probe was disassembled and the components inspected. No/minimal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter pulled out of the coupling, the fillet was deemed conforming. Adhesive was present on one area of the inner cutter when held under ultraviolet lighting. No gouge marks were present at the bend area. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation was unable to confirm the reported cut and actuation failures due to the inner cutter remained at the port. However, the inner cutter remaining in the port is a potential contributor factor of the reported cut and actuation failures at the time the reported events were observed. The cause for the inner cutter remaining in the port is the separation of components within the probe. Adhesive was observed on one area on the inner cutter; therefore, the exact root cause of the inner cutter detachment cannot be determined; however, a manufacturing related root cause cannot be ruled out. A non-conformance record has been initiated associated with the inner cutter/coupling detachment of the sample. All probes are hundred percent visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).